Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault and controller internal fault alarms was confirmed; however, the root cause of the alarms was determined to be modular cable (lot number 10639110) wire damage and has been fully addressed under the modular cable investigation. During testing of the returned heartmate 3 system controller (serial number (B)(6)), a controller internal fault alarm and driveline power fault alarm activated. The controller was disassembled to inspect the internal components, and it was revealed that fuse a was electrically compromised. Per the modular cable investigation, it was determined that the cause of the fuse becoming compromised was due to the power a wire shorting to a ground wire. The damaged fuse was replaced with a new fuse and the controller continued testing. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended after the fuse was replaced. Provided information stated that the alarms were resolved following the modular cable being replaced. The root cause of the reported event could not be correlated to a system controller issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault and controller internal fault alarms. Additionally, the sections provide instructions regarding driveline care in the subsection entitled, "what not to do: driveline and cables". Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained controller internal fault and driveline power fault a (f4) pwr_a_broken (f2) ocp_a_open) on 02dec2025 from 0944 until driveline was disconnected at 1933. The modular cable and controller were exchanged. A cut was confirmed on the modular cable. Additional information received on 11dec2025 confirmed that the modular cable was exchanged and that the driveline faults were resolved.